Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted the events of "vascular occlusion, pain" and "slight bruising to left upper lips d slight discoloration" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. Further information from the reporter regarding product status details has been requested. No additional information is available at this time. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Any other undesirable side effects associated with injection of juvéderm® volift¿ with lidocaine must be reported to the distributor and/or to the manufacturer. Contra-indications: do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction.

Event description:
Healthcare professional reported that, after an injection of an unspecified juvéderm® volift¿ product in the lip and vermillion border, the patient experienced "a vascular occlusion" and "pain." Treated with hyalase, symptoms ongoing. Additionally received information per health professional indicating: "slight bruising to left upper lips and slight discoloration had occurred." Symptoms indicated to have resolved.